Event description:
The device was returned for mechanical hardware failure (av assembly). Upon return, the device started up with no alarms. The fva output pin was sticky. Removed fva assembly and fva pins have excessive debris. Cleaned fva pins and channels. Installed fva assembly and pins moved freely. Fva lip seals will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported : "pump problem". Patient harm : no. Stopped infusion : no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.